Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving morphine (3.75 mcg/day or 375 mcg/day; the concentration was unknown by the reporter) via an implanted pump. The pump had previously delivered morphine (4.75 mcg/day or 475 mcg /day; the concentration was unknown by the reporter). The indication for pump use was non-malignant pain. On (B)(6) 2015, it was reported that the patient lost a lot of weight and the pump was moving. The patient had pain at the pump location since 2014. Per the reporter, the hcp (healthcare professional) stated because the patient lost weight the pump was moving and causing the pain. The hcp gave the patient a shot in that area to help with the pain in (B)(6) 2015.